Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of the pump module changed rates during the reprogrammed cardizem infusion was not confirmed during the review of the logs or replicated during laboratory testing. ¿ laboratory test results performed on the suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. O subsequent laboratory testing performed on the suspect pcu did not observe any issues that would have contributed to the reported event. ¿ based on the review of the pcu event log, on july 25, 2024, at 8:42 am, a remote IV received for drug ID 278 diltiazem (cardizem) with a dose of 5mg/hr, rate of 5ml/hr, a volume to be infused (vtbi) of 125ml. The vtbi was updated to 15ml. O at 8:45 am, the dose was updated to 7.5mg/hr (rate of 7.5ml/hr). O at 10:00 am, the dose was updated to 10mg/hr (rate of 10ml/hr). Four (4) minutes later, a second remote IV was received for drug ID 278 diltiazem (cardizem) with a dose of 10mg/hr, rate of 10ml/hr, a volume to be infused (vtbi) of 125ml. The vtbi was updated to 115ml. O at 11:45 am, the pump module alarmed for patient side occlusion. The infusion was restarted. O at 11:58 am, the pump module alarmed for door open and check IV set, before being channeled off with a calculated volume infused of 94.16ml ¿ a review of the pcu and pump module error logs showed no errors were recorded related to the reported incident. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ inspection of the incident pump module and pcu found no irregularities that could have contributed to the reported rate change. ¿ the alaris user manual (v9.33), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. ¿ the suspect pcu¿s battery was observed to be a third-party part manufactured by aiv incorporated and, the pump model inner door and the pcus power cord were observed to be third-party parts. The inner door and power cord were from an unknown manufacturer. O a medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ notes to repair center: o devices opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the report that the pump module change rates during the reprogrammed cardizem infusion was identified as user programming. A remote IV infusion for cardizem was received with a rate of 5ml/hr and a volume to be infused of 125ml. The dose was updated three (3) times from 5mg/hr (rate 5ml/hr) to 7.5mg/hr (rate 7.5ml/hr) and finally to 10mg/hr (rate 10ml/hr). There was no device malfunction, but it was confirmed as dose programming and rate programming error. The suspect pump module and pcu were thoroughly laboratory tested and found the devices to be operating in specification. Note that imdrf annex a1801, a040502, a0401, c0601, c07, d01, d15 and g02017, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the cardizem infusion was infusing at 7.5ml/hour with a volume to be infused (vtbi) of 15ml when the device began beeping. The pcu screen displayed a rate of 5ml and the vtbi displayed 100 ml. This was the original ordered starting rate of the cardizem. The clinician pressed start and then selected the channel and changed the vtbi back to 15 ml and entered 7.5ml for the rate. This was reported to bd representatives during their site visit. There was patient involvement but no harm.